Event description:
Internal cable controlling articulating part of instrument broke off during use. Did not affect the function of the instrument. Would not have known this piece was missing. Seen on visualization of abdomen via camera and removed. Diagnosis or reason for use: during surgical procedure with use of davinci si.